Manufacturer narrative:
Concomitant medical products-tibial articular surface provisional left size gh catalog#: 42517000707 lot#: 62696851, tibial articular surface provisional left size gh catalog#: 42517000707 lot#: 62696851, tibial articular surface provisional right size ef catalog#: 42527000505 lot#: 62592280. Complaint sample was evaluated and the reported event was confirmed. The product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use ( nicked or gouged ) with the post feature fractured off, all pieces returned. DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07785, 0001822565-2017-07786, 0001822565-2017-07787.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that during the trialing phase of a knee arthroplasty, the provisional fractured.